Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and required more force to press. In addition, it was reported that a cartridge alarm (alarm 25) occurred. The cartridge was not removed from the pump during this time. During troubleshooting with tandem technical support, it was reported that an occlusion alarm and altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer's blood glucose (bg) level was over 400 mg/dl. Customer changed pump supplies to address the issue and started a temporary rate of 250% to address the high bgs. Customer reverted to manual injections for insulin therapy.